Manufacturer narrative:
(B)(4). Batch # r58r0g. Device analysis: the analysis results found that the ntlc75 device was received with no apparent damaged and with two cartridge reloads present. The reload (b) was returned with one driver up and the swing tab in the unlocked position, also the knife was noted to be exposed. The reload (c) was received with 17 drivers up, the swing tab in the locked position and with the "doghouse" component of the cartridge damaged. Further analysis showed that the knife sub assembly was damaged, making the reload non-functional. The device was tested for functionality with the returned cartridge (b). The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. It is possible that the knife exposed noted on the reload and the damaged on the knife sub assembly is consist with the firing knob was not returned completely prior to opening the device causing that the knife not returned completely to its home position. Please refer instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Ntlc75 lot r40l2z ¿ certification date: 06/25/2018; expiration date: 2023-05-31. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Sr75 lot r40y61 ¿ certification date: 09/19/2018; expiration date: 2023-08-31. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Sr75 lot r40k75 ¿ certification date: 06/19/2018; expiration date: 2023-05-31.

Event description:
It was reported that during a right colectomy emergency surgery, was opened ntlc75 stapler and the moment the load was inserted, drivers up the first two proximal clamps. The load was replaced by another and at the time of firing it only stapled the first 5 proximal clamps. It was cut the entire length of the load, damaging the surgery, which had to remove the cut tissue and further dry the intestine, having to do the manual anastomosis. The patient had no serious damage.